Event description:
Medtronic received an explanted valve with no accompanying info. Evaluation of the returned product identified calcification and pannus overgrowth. Further investigation found that the valve had been implanted in 1999 as part of a clinical study. Attempts to obtain details surrounding the event have been unsuccessful.

Manufacturer narrative:
Evaluation: device history reviewed. Results code: other- device history review found the product met specifications when released for distribution. Analysis: the device was received in a light tan solution, 0.2 % glutaraldehyde, in a partial explant kit. An 8 cm length valved conduit was received for analysis. All leaflets are stiff and adhered to the conduit wall due to mineralization and host tissue overgrowth. Glistening off white pannus appears to extend through the conduit to both inflow and outflow orifice areas with remnants lining areas of mineralization within the conduit. A piece of pannus remains attached on the outflow and appears to have occluded the outflow orifice. Radiography shows extensive mineralization throughout the valved conduit. The DHR for this device was reviewed and no issues were shown that would have impacted this event. Conclusion: the analysis of the device shows that the event was likely caused by mineralization and pannus, which are known failure modes for bioprosthetic valves, generally attributed to the pt. The event has been logged for trending purposes. Conclusion: analysis shows extensive mineralization.